Event description:
Pt's wife called to report discrepant results. Pt's first reading inr = 3.9, doctor's inratio inr = 2.5. Pt's second inr = 3.6. Pt had tested at home then doctor asked them to bring in their meter and test on both his inratio meter and their inratio meter (results noted above). Not on lovenox or heparin. Taking coumadin, aspirin, and plavix. Range is 2.0-3.0. No history of autoimmune, liver, or kidney disease. No anemia.

Manufacturer narrative:
Investigation pending.